Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Pt 801 xdcr has failed calibration. Pt 802 xdcr passed calibration but had errors recorded on event log. This issue will be internally investigated within vyaire.